Event description:
.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A medwatch report, (B)(4), was received stating that during ECMO the bubble sensor alarmed stopping the pump. The perfusionist hand cranked the pump to maintain flow. The investigation is on-going. A follow-up report will be filed when the investigation is complete. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. In addition, it is recommended to have the use of a backup pump to mitigate the effect of a failure. The instructions for use state "the s3 system has been qualified only for durations appropriate to cardiopulmonary bypass procedures and has not been qualified, through in vitro, in vivo, or clinical studies, for long term use as a bridge to transplant, pending recovery of the natural heart, or extracorporeal membrane oxygenation (ECMO) procedures."